Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 346 mg/dl and treated with insulin pump and drinking water. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. The customer declined troubleshooting for high blood glucose. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. Unit received with blank display due to corrosion on battery cap contact. Unit received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, partially broken off reservoir tube lip, cracked reservoir tube lip, peeling end cap address label and corrosion on battery tube.